Event description:
As reported, the smart control stent could be introduced without any issues. The stent was positioned well. However, when the remaining shaft was pulled back in order to take it out, it felt as if there was a certain constraint on the shaft and as a consequence it appeared as if the shaft was stretched and then torn apart. When the shaft was pulled back through the 6f non-cordis sheath, a green nylon-like part of the shaft appeared through the sheath. Therefore, the conclusion of the physician was that the torn-off part was saved by pulling the whole system back through the 6f non-cordis sheath and it was contained outside of the patient. Angiographically there were no signs of any material left behind in the patient. The patient is doing ok. The device was separated and shipped for evaluation. The stay of the patient was not prolonged due to that incident. An unknown (about 25cm) long catheter sheath introducer (csi) was used during the procedure. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, removing from the hoop, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU without difficulty. A .035 180cm non-cordis wire was used with the smart. The wire crossed the lesion without difficulty. The lesion was no pre-dilated prior to stent implantation. The device was not being used to treat a chronic total occlusion (cto). The device did not have to pass through any previously places stents.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the smart control stent could be introduced without any issues. The stent was positioned well. However, when the remaining shaft was pulled back in order to take it out, it felt as if there was a certain constraint on the shaft and as a consequence it appeared as if the shaft was stretched and then torn apart. When the shaft was pulled back through the 6f non-cordis sheath, a green nylon-like part of the shaft appeared through the sheath. Therefore, the conclusion of the physician was that the torn-off part was saved by pulling the whole system back through the 6f non-cordis sheath and it was contained outside of the patient. Angiographically there were no signs of any material left behind in the patient. The patient is doing ok. The stay of the patient was not prolonged due to that incident. An unknown (about 25cm) long catheter sheath introducer (csi) was used during the procedure. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, removing from the hoop, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU without difficulty. A .035 180cm non-cordis wire was used with the smart control. The wire crossed the lesion without difficulty. The lesion was no pre-dilated prior to stent implantation. The device was not being used to treat a chronic total occlusion (cto). The device did not have to pass through any previously places stents. A non-sterile unit ¿pkg assy 10x080 smart vas 80cm¿ was received for product evaluation. Per visual analysis, the stent was fully deployed and was not returned for analysis. The unit presented an outer sheath separated condition located approximately 75cm from the distal tip. Also, the inner lumen was separated and not returned for analysis. The lever was in the deployed position. No other outstanding details were noticed. Scanning electron microscope (sem) analysis was not performed because the damages associated with the separation was visible with the magnification obtained with a vision system. The separated area was inspected using a vision system to obtain a magnified image observing that both edges of the unit presented evidence of elongations, wire fracture/separation and plastic deformations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed. The reported events of ¿outer sheath-exposed braidwire/corewire¿ and ¿stent delivery system (sds)-separated¿ were confirmed due to the separated conditions observed of the outer sheath and inner lumen and the exposed braidwire of the outer sheath at the separated area. However, the exact cause of these damages could not be determined during the analysis of the returned device. Based on the information available for review and product analysis, procedural/handling factors (¿felt as if there was a certain constraint on the shaft¿) likely contributed to the stent delivery system damages reported as evidenced by the elongations, wire fractures/separation and plastic deformations noted during microscopic analysis. These conditions suggest that the material was induced to a tensile force that exceeded the yield strength prior to the separation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product analysis, nor the information available for review suggest that the reported issues are related to the design or manufacturing process of the unit. Additionally, controls are in place to detect these kinds of damages. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the smart control stent could be introduced without any issues. The stent was positioned well. However, when the remaining shaft was pulled back in order to take it out, it felt as if there was a certain constraint on the shaft and as a consequence it appeared as if the shaft was stretched and then torn apart. When the shaft was pulled back through the 6f non-cordis sheath, a green nylon-like part of the shaft appeared through the sheath. Therefore, the conclusion of the physician was that the torn-off part was saved by pulling the whole system back through the 6f non-cordis sheath and it was contained outside of the patient. Angiographically there were no signs of any material left behind in the patient. The patient is doing ok. The stay of the patient was not prolonged due to that incident. An unknown (about 25cm) long catheter sheath introducer (csi) was used during the procedure. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, removing from the hoop, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU without difficulty. A .035 180cm non-cordis wire was used with the smart. The wire crossed the lesion without difficulty. The lesion was no pre-dilated prior to stent implantation. The device was not being used to treat a chronic total occlusion (cto). The device did not have to pass through any previously places stents. The product will be sent in for analysis.

Event description:
As reported, the smart control stent could be introduced without any issues. The stent was positioned well. However, when the remaining shaft was pulled back in order to take it out, it felt as if there was a certain constraint on the shaft and as a consequence it appeared as if the shaft was stretched and then torn apart. When the shaft was pulled back through the 6f non-cordis sheath, a green nylon-like part of the shaft appeared through the sheath. Therefore, the conclusion of the physician was that the torn-off part was saved by pulling the whole system back through the 6f non-cordis sheath and it was contained outside of the patient. Angiographically there were no signs of any material left behind in the patient. The patient is doing ok. The stay of the patient was not prolonged due to that incident. An unknown (about 25cm) long catheter sheath introducer (csi) was used during the procedure. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, removing from the hoop, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU without difficulty. A .035 180cm non-cordis wire was used with the smart. The wire crossed the lesion without difficulty. The lesion was no pre-dilated prior to stent implantation. The device was not being used to treat a chronic total occlusion (cto). The device did not have to pass through any previously places stents. The product will be sent in for analysis.

Manufacturer narrative:
As reported, the smart control stent could be introduced without any issues. The stent was positioned well. However, when the remaining shaft was pulled back in order to take it out, it felt as if there was a certain constraint on the shaft and as a consequence it appeared as if the shaft was stretched and then torn apart. When the shaft was pulled back through the 6f non-cordis sheath, a green nylon-like part of the shaft appeared through the sheath. Therefore, the conclusion of the physician was that the torn-off part was saved by pulling the whole system back through the 6f non-cordis sheath and it was contained outside of the patient. Angiographically there were no signs of any material left behind in the patient. The patient is doing ok. The stay of the patient was not prolonged due to that incident. An unknown (about 25cm) long catheter sheath introducer (csi) was used during the procedure. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, removing from the hoop, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU without difficulty. A .035 180cm non-cordis wire was used with the smart control. The wire crossed the lesion without difficulty. The lesion was no pre-dilated prior to stent implantation. The device was not being used to treat a chronic total occlusion (cto). The device did not have to pass through any previously places stents. A non-sterile unit ¿pkg assy 10x080 smart vas 80cm¿ was received for product evaluation. Per visual analysis, the stent was fully deployed and was not returned for analysis. The unit presented an outer sheath separated condition located approximately 75cm from the distal tip. Also, the inner lumen was separated and not returned for analysis. The lever was in the deployed position. No other outstanding details were noticed. Scanning electron microscope (sem) analysis was not performed because the damages associated with the separation was visible with the magnification obtained with a vision system. The separated area was inspected using a vision system to obtain a magnified image observing that both edges of the unit presented evidence of elongations, wire fracture/separation and plastic deformations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed. The reported events of ¿outer sheath-exposed braidwire/corewire¿ and ¿stent delivery system (sds)-separated¿ were confirmed due to the separated conditions observed of the outer sheath and inner lumen and the exposed braidwire of the outer sheath at the separated area. However, the exact cause of these damages could not be determined during the analysis of the returned device. Based on the information available for review and product analysis, procedural/handling factors (¿felt as if there was a certain constraint on the shaft¿) likely contributed to the stent delivery system damages reported as evidenced by the elongations, wire fractures/separation and plastic deformations noted during microscopic analysis. These conditions suggest that the material was induced to a tensile force that exceeded the yield strength prior to the separation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product analysis, nor the information available for review suggest that the reported issues are related to the design or manufacturing process of the unit. Additionally, controls are in place to detect these kinds of damages. Therefore, no corrective/preventative actions will be taken at this time.